Event description:
A (B)(6), female, pt's nurse, called zoll customer support to report that the pt's battery charger was not charging the pt's batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not charging batteries) has been confirmed. Upon eval the battery charger connector was corroded. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded battery connector. The pt received a replacement battery charger.